Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information, weight. Further information was requested but not received. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI:(B)(6) , serial: (B)(6), batch: a000118781.

Event description:
Related manufacturer report 3006705815-2023-08059 it was reported that the patient experienced the replace the generator soon message indicating the ipg is approaching end of life, additionally, one lead displayed high impedances on two contacts. Surgery may take place on (B)(6)2023 and replace the generator and one lead. Investigation was unable to determine which lead is at fault.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced. No intervention was undertaken with the lead.